Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that reason for call: pt is needing MRI of lumbar. Caller states the pt said the scs "stopped working 2 years ago" and is "not active". Caller unable to clarify further. Caller noted pt had an MRI of the lumbar spine last year. Additional information was received from the patient. This happened roughly in the spring of 2018. The patient reported one day they turned the ins on and noticed only one half of the usual scs nerve stimulation. X-rays were taken and the leads and stim appeared all good. It was unknown why one side/lead stopped working. The patient doesn't use the ins and needs it removed. A manufacturer representative (rep) tried reprogramming but it did not really help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.